Event description:
It was reported a 6f angio-seal sts plus device was used to close the artriotomy post percutaneous cardiac catheterization. Five days later the pt experienced pain the right groin. The pt was seen at the docto'r office and the right groin was tender with a 4x3 centimeter sized hematoma. A duplex ultrasound was performed. The pt was hospitalized whti shortness of breath, fever, chills, and a right groin infection. A culture was obtained to diagnose staph aureus, and methicillin resistant infection. The right groin abcess was incised and a drain was placed. The pt was given vancomycoin, 1mg every 12 hours. The pt was transferred to a traditional care facility.